Event description:
The following description of the event was documented by a cardinal health technical support specialist in response to a phone conversation with a universal hospital services (third party service company) service tech. "[Name removed] called requesting a rga to send this in for repair. Complaint: the high pressure pop off doesn't activate. No pt involvement; he was checking out the unit. He requests a call back in an estimate of repair."

Manufacturer narrative:
The distributor (hospital services (third party service company)) did not submit a user facility/distributor report to the MFR. Event codes were derived based on info provided by the distributor (hospital services (third party service company)). The following info concerning the evaluation of the device was copied from the failure investigation report completed by the cardinal health failure analysis lab tech once the evaluation was complete. "After a visual inspection, the unit was found to have the inlet fitting damaged. The unit was then powered on but was in a vent-inop condition, no testing could be performed.) The cover was removed and found that the power supply pcba was loose and not even connected, there were no screws holding down the pcba at all. After attaching the pcba properly, the unit powered on completely. The reported issue was duplicated. The pop off [p/n 673-029-sa] was actually found to be always open, at no matter what setting the pop-off will not close. The safety relief valve setting was found to be off as well by (-) 0.5cmh20 the pop-off valve was adjusted and now operates per specification when re-installed. Note: the flow meter block will be scrapped due to damage I caused during troubleshooting: the device is pending repairs by the cardinal health service dept upon user facility approval.